Manufacturer narrative:
H6 - health effect clinical code: 4581 - endothelial cell loss. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.00/1.50/67 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The surgeon reports there is endothelial cell loss - and continuous loss during the past 3 years. Surgeon notes visual performance is good but if it does not stop decreasing to a critical point, further steps will have to be taken. Lens remains implanted. The cause of the event was reported as unknown.